Event description:
It was reported that during an index surgery, when the box was opened the device inside did not correspond with the labeling. The surgeon wanted to use a #3 right, 6265-5-113, 43317101, and in the box was a #4 left, 6265-5-104, 43316801. The surgeon noticed before implantation. Another device brought to the hospital from the local branch and the surgery was completed successfully.

Event description:
It was reported that during an index surgery, when the box was opened the device inside did not correspond with the labeling. The surgeon wanted to use a #3 right, 6265-5-113, 43317101, and in the box was a #4 left, 6265-5-104, 43316801. The surgeon noticed before implantation. Another device brought to the hospital from the local branch and the surgery was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding product mix involving a citation tmzf ha stem #4 left device and citation tmzf ha stem #3 right packaging was reported. The event was confirmed. Device evaluation indicated that the outer box and outer blister referenced catalog :6265-5113, lot:43317101, the citation stem was marked as catalog: 6265-5104, lot: 43316801. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.